Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were suggested. No further information was available.